Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the plastic of the introducer tore when introduced into the patient. The introducer was removed and replaced. No patient complications have been reported as a result of this event.